Event description:
During a remote follow-up, a high pacing impedance and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed, but revealed no abnormalities. The rv lead was suspected to be fractured, but this was unable to be confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.